Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the adt interface was not communicating with epic. The technical support specialist dialed into carefusion coordination engine via aio (all in one) to investigate the issue. Although the cce services were running, both the adt and order interfaces were found to be disconnected. As part of the troubleshooting steps, the servers were rebooted. Following the reboot, the order interface successfully reconnected, but the adt interface continued to time out on the specialist¿s end. At the user¿s request, the port for the adt interface was changed, which resolved the issue and allowed the adt interface to connect successfully. The user confirmed that the issue was resolved and agreed to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the active directory (adt) interface was not communicating with the epic. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the active directory (adt) interface was not communicating with the epic. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.